Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the fmt extruded a few months after implantation. The surgeon removed the fmt, but the coil and demodulator were left in situ. On (B)(6) 2011, the coil was explanted, and on the same day, the patient was re-implanted.